Manufacturer narrative:
Internal components were evaluated which revealed that the needle valve within the device was bent.

Event description:
It was reported that during testing at the MFR, the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.